Event description:
A patient reported experiencing inaccurate erratic results with an otu meter. The patient's blood glucose results were 280mg/dl, 120mg/dl. Tests were done within <10 minutes with the difference of 71%. Patient did not experience any adverse events. No further information has been reported.